Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400 mg/dl. Cause of high bg was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Reportedly, customer was treated with intravenous fluids of saline and insulin, and was discharged 7 days later with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.